Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-04810. It was reported that an x-ray on (B)(6) 2019 revealed that the ra and a capped rv ((B)(6) 2018) leads showed clavicular crush. The leads were explanted and the ra lead was replaced. The patient was stable.

Manufacturer narrative:
A partial lead (only distal portion) was returned in one piece measuring 52.0 cm. Insulation and conductor damage was noted at 35.5 cm from the distal tip consistent with clavicle crush damage. The outer coil was fractured. This is consistent with the observation from the field of clavicular crush.